Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's family member reported on behalf of the customer, a "scan again in 10 minutes" message while wearing the adc freestyle libre sensor. Customer experienced a symptom of hypoglycemia described as "profound weakness" and was seen at a hospital where a reading of 73 mg/dl was obtained on the healthcare meter. Customer was diagnosed with hypoglycemia and treated with serum. There was no report of death or permanent impairment associated with this event.